Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired test strips - unable to test. Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 149 - 235 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018, and open vial date is (B)(6) 2018; test strips are expired. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6) caller is calling on behalf of another person states the meter is reading lo display and only concerned with this. Customer states their normal fasting range is 149 mg/dl-235mg/dl fasting.(B)(6) 2018, discontinued metformin. Started basaglar kwik pen started (B)(6) 2018. The customer is storing their meter and test strips in the kitchen; informed the customer of the properly storage recommended by the manufacturer. Customer also initially first opened vial six months ago. Informed customer of proper testing techniques. Informed customer that trueresult/true2go (pqq) systems have been discontinued.